Event description:
On 2016-08-31, a medwatch (uf/importer report # (B)(4)) was received regarding a product problem. The medwatch was indicated as having been submitted to the FDA in july of 2016 by a program coordinator / healthcare professional (hcp). It was indicated that the pump was not functioning. The pump was intended to deliver medication to the patient. A device malfunction was reported; the device did not do what it was supposed to do. No other therapies were in use with the patient nor any other devices. Follow-up attempts were made to obtain further event details, root cause, troubleshooting/intervention and outcome from the hcp. If additional information is provided, a follow-up report will be sent.